Event description:
A malfunction alarm was reported, identifiable with a specific code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared.